Manufacturer narrative:
G2: citation: authors: khattar, n. K., meyer, k. S., ding, d., & abecassis, I. J.. Microsurgical resection of a ruptured right peri-ventricular brain arteriovenous malformation with preoperative embolization. Interventional neuroradiolog: journal of perit herapeutic n 15910199231154708. 2023. Doi:10.1177/15910199231154707. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Khattar nk, meyer ks, ding d, abecassis ij. Microsurgical resection of a ruptured right peri-ventricular brain arteriovenous malformation with preoperative embolization. Interventional neuroradiolog: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. February 2023:15910199231154708. Doi:10.1177/15910199231154707. Medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to present the case of a 41-year-old female who presented with a headache and left inferior quadrantanopia. Imaging demonstrated a clot spanning the atrium of the ventricle to the superior parietal lobule (spl), with a small arteriovenous malformation (avm) nidus outside the atrium of the ventricle. The nidus was supplied by parieto-occipital arterial (p4) feeders with a single atrial draining vein. Pre-operative embolization with onyx was performed to mark a deep arterial feeder. A parietal craniotomy was performed following with a trans-cortical spl approach. During avm resection, the draining vein was injured, which was stabilized using a temporary clip to ¿spot weld¿ the defect and continue nidus dissection with patent venous outflow. After careful dissection, coagulation, and division of all the arterial feeders, the avm was mobilized and the draining vein was clipped, coagulated, and divided. Follow-up indocyanine green angiography and cerebral angiography both confirmed complete resection of the avm.  The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: -post operatively, the patient demonstrated worsened, full left sided hemianopsia but improved at the 2 week follow-up.